Event description:
On (B)(6) 2012, I underwent a cardiac catheterization right artery at groin site and found out there is nothing wrong with my heart, good news. However, I was not informed that a starclose device containing nickel and titanium would be left inside of me until after the procedure. At night I had severe stinging and aching pains on the opposite side of my body, up and down the back and sides of my legs, not in the groin area. I could not sleep due to the constant pain. The next day the pain was in both legs, during the day, but more intensely at night. Again I could not sleep. I believe this has something to do with the starclose device because I never had anything like this before until it was inserted. I am upset that I was not informed in advance of the procedure about the starclose insertion, and believe there is some problem as a result.